Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device's screen is black. There was no patient involvement.

Event description:
It was reported to philips that the device's screen is black. There was no patient involvement. One processor pca was returned for failure analysis. The reported problem was duplicated during lab tests for crashes during software updates. The unit was stuck in the boot up splash screen. The failure was isolated to a defective flash data memory u39/u40.